Manufacturer narrative:
Additional information: h6. H10: the device was not received for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) ultra set capd disposable disconnect y-sets would disconnect from a peritoneal dialysis (pd) transfer set. The customer would connect the transfer set to the capd y-set, and the connection would loosen and disconnect. These events occurred during setup for pd therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.